Event description:
Hamilton medical ag received the following incident description: flow sensor fails to calibrate.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Additional information added in follow-up #2 cer 148343. Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective inspiratory valve. After replacing the servo module g5 (inspiratory valve), the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the servo module g5 (inspiratory valve) could result in inadequate ventilation support.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: flow sensor fails to calibrate.

Event description:
Hamilton medical ag received the following incident description: flow sensor fails to calibrate.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.